Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes a high battery current drain of 189ua and a battery impedance of 1.0 kohms.